Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and low blood glucose level of 30 mg/dl. The other relevant blood glucose values specified by the customer was 40 mg/dl, 100 mg/dl. The customer stated that they had hypo events such as hypo shock and comma since they got the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for the analysis.